Event description:
It was reported that the patient had inappropriate shocks due to the oversensing of noise via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The sensing vector was programmed to the primary vector. The patient was just sitting in a chair at the time of the events. Some x-rays were done and reviewed. Technical services stated the pulse generator may have rotated. The electrode appeared to be inserted all the way. The doctor elected to explant and replace both the electrode and the pulse generator. This was done successfully. There were no additional adverse patient effects. The system remains implanted.